Event description:
Healthcare professional reported rupture, confirmed by usg. Additional events of ¿5 mm nodule in the right lateral-basal segment¿ and "¿diffuse centrilobular micronodules that may be consistent with inflammatory and/or infectious bronchiolitis. Micronodular infiltrate in the lower lobes bilaterally, predominantly on the right side, and parenchymal condensation in the right lower costovertebral groove.¿ additional events are not device related. Device remains implanted. This relates to the left side.

Manufacturer narrative:
Continued e.1 address line 1 : (B)(6). Continued e.1 address line 2: (B)(6).continued e.1 phone: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ other-medical-ndr: not applicable as the event is not related to the device. ¿ lump/nodule-ndr: not applicable as the event is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10. Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.